Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. A visual inspection was performed on the returned device and found tissue build up on the jaw. The ptfe pad (teflon pad) was inspected and was noted to be pad lifted with metal exposed. There was also evidence of char marks on the top side of the jaw. The device was attached to the lab usg-400/esg-400; however, no probe check could be performed due to the nonfunctional device switches. The distal end of the device was inspected under a microscope and found no visual indication of damage on the probe tip unit. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the probe broke off and fell into the patient. The device fragment was retrieved with an unknown device. The intended procedure was completed with a similar device. There was no patient injury reported.